Event description:
End user reports that inside of a 27g box of syringes with lot 59622, syringes of 29g were mixed in.

Manufacturer narrative:
Production records investigated for lot number 59622. The testing showed no indication of abnormalities or malfunction at time of production.